Event description:
A customer contacted beckman coulter (bec) reporting a closed tube aliquoter (cta) leak in the unicel dxc 600i synchron access clinical system. The customer indicated that the cta leak was dripping onto the laboratory floor. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and found the wash buffer fitting was loose. The fse tightened the fitting and no further leaking was observed. (B)(4).